Event description:
It was reported that during an unspecified treatment procedure the balloon became entangled with the guide wire. The apex balloon became entangled with a non-bsc guide wire. Markers from the balloon were still visible inside the patient at the conclusion of the procedure. The patient was being monitored and evaluated for removal of the balloon fragment. The patient remained in stable condition. Additional information has been requested and is unavailable.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).